Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a flow of 1.4lpm and the patient's temperature overshot to 31.7c with the water temperature at 42c. Foley and rectal probes were in place and correlating. The nurse disconnected each pad with no change in flow. Therapy was interrupted in order to put a new set of pads on to the patient. Therapy was able to resume with the new set of pads. Flow was up to 2.5lpm, trend with three arrows up, water temperature was 38c, and patient's temperature was in 32c range.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the pads were giving a flow of 1.4lpm and the patient's temperature overshot to 31.7c with the water temperature at 42c. Foley and rectal probes were in place and correlating. The nurse disconnected each pad with no change in flow. Therapy was interrupted in order to put a new set of pads on to the patient. Therapy was able to resume with the new set of pads. Flow was up to 2.5lpm, trend with three arrows up, water temperature was 38c, and patient's temperature was in 32c range.

Manufacturer narrative:
Received 1 set of 4 used arctic gel pads only. The reported issue is confirmed as cause unknown. The returned samples were visually evaluated looking for any damage or manufacturing deficiencies and noted that the energy connectors of the left chest pad and left thigh pad were deformed (damaged). The rest of the pads showed no irregularities and no obvious defects; however, the exact mechanism or root cause of the damage in the energy connectors could not be determined . A functional evaluation was performed and the results were as follows: the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: the flow was never stabilized due to the energy connector was damage causing air leakage. Left thigh pad: the flow was never stabilized due to the energy connector was damage causing air leakage. Right chest pad: a total of 4.27 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 3.82 l/min m2 of flow rate were registered during the test. According the test method, the flow rate of the left chest and left thigh were never stabilized because the energy connector was damaged (deformed) causing air leakage. The flow rate was found to be acceptable for the right thigh and right chest pads. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a flow of 1.4lpm and the patient's temperature overshot to 31.7c with the water temperature at 42c. The foley and rectal probes were in place and correlating. The nurse disconnected each pad, and there was no change in the flow. Therapy was interrupted in order to place a new set of pads on the patient. Therapy was able to resume with the new set of pads. The flow was up to 2.5lpm, the trend was three arrows up, the water temperature was 38c, and the patient's temperature was in the 32c range.